Event description:
Additional information received. Notes, that the right ventricular (rv) lead exhibited noise over-sensing. Resulting in pacing inhibition. The rv lead was explanted and replaced. There were no adverse effects on the patient. Who was discharged, following the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricle lead exhibited noise problem. No intervention was performed.

Event description:
Additional information received notes that the right ventricular (rv) lead noise is reoccurring. No intervention was performed.